Manufacturer narrative:
A ge service rep performed on site investigation. The filament was calibrated and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system had an intermittent filament error message. No pt injury was reported.